Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-01008. It was reported that the trial patient was experiencing strong, deep stimulation within the right pectoral muscle and bottom of right arm. X-rays confirmed that the trial leads had migrated. As such, the trial leads were removed on (B)(6) 2022 addressing the issue.